Manufacturer narrative:
The engineering evaluation noted the revision reported is likely the result of knee instability and subsequent polyethylene wear and femoral loosening. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided regarding the aforementioned trauma. (D11) concomitant devices: size 3 13mm psc insert (cat# 02-012-44-3013 / sn# (B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant medical products: size 3 13mm psc insert (cat#: 02-012-44-3013 / sn#: (B)(4)).

Event description:
As reported, the patients¿ knee had become unstable 5 years post op. Reportedly, there had been a trauma involved but not the impetus of this revision. While checking the stability of a thicker insert, the femur became loose. The femur and insert were revised, and the knee was stable. All available information has been received at this time.